Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported premature discharge of battery with the adc device. The customer subsequently lost consciousness and an ambulance was called. A glucose result of 29 mg/dl was obtained and the customer treated with dextrose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated. The reader was visually inspected and no issues were observed. Reader did not turned on with button, strip or usb cable insertion. Reader was connected to pc and reader was not recognized. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Reader was de-cased and visual inspection has been performed. Liquid contamination was observed. Therefore, issue is not confirmed due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported premature discharge of battery with the adc device. The customer subsequently lost consciousness and an ambulance was called. A glucose result of 29 mg/dl was obtained and the customer treated with dextrose via IV. There was no report of death or permanent injury associated with this event.